Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the parts were received in a decontaminated condition for an investigation. Post-operative medical intervention was necessary. Three large, four small and six very small fragments of a ceramic ball head as well as three large and two small fragments of a ceramic insert were submitted. Furthermore, eight very small fragments were submitted by the customer that neither could be identified as fragments of the ball nor as fragments of the insert. Density: the density was determined on the fragments of the insert and the fragments of the ball head according to (B)(4). The measured average relative bulk density of both components is complying with the delivery specification for biolox. Ball head-reconstruction: the ceramic ball head cannot be reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. There is a probability, that the analysis of the fragments and the fracture surface remains incomplete. (Depending on the type of ceramic fracture and duration until revision surgery, the ceramic fragments may have different sizes. Due to surgical procedures (such as lavaging and suction cleaning) not all ceramic fragments can be secured intraoperatively.) Metal transfer: metal transfer of erratic appearance can be found on the polished surface and on the fracture surfaces of the ceramic ball head. The secondary metal transfer was probably produced by rubbing between metal parts and the ceramic fragments after the primary fracture event. Such patterns do not provide any information about the cause of the fracture. In case of a symmetrical taper fit situation between the ceramic ball head and the metal taper, thin concentric line (primary metal transfer) are expected over the whole circumference in the region c. The expected primary metal transfer can be found only slightly existing and not equally distributed at the interface between stem and ball head. Such a disturbance can lead to a decrease of the burst strength of the ball head. Additionally, metal transfer can be found in region d/e, blue marking. However, it cannot be ascertained whether this metal transfer occurred prior to or after the primary fracture event. Fracture surfaces: fragments were rubbed against each other in the period between the primary failure event and the delivery of the fragments to ceramtec. Due to this mechanism intensive chipping occurred at fracture surface edges and on all fracture surfaces. Further information probably got lost which have been helpful in the failure analysis. If the primary fracture event is caused by hoop stresses inside the conical bore of the ceramic ball head the primary fracture surface coincides with the ball head axis. Parts of the primary fracture surfaces can be identified. Due to the mentioned secondary chip-offs the fracture origin cannot be found. Insert-reconstruction: the ceramic insert cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. There is a probability, that the analysis of the fragments and the fracture surface remains incomplete. (Depending on the type of ceramic fracture and the duration until revision surgery, the ceramic fragments may have different sizes. Due to surgical procedures (such as lavaging and suction cleaning) not all ceramic fragments can be secured intra-operatively.) Metal transfer of erratic appearance can be found on the outer surface, on the fracture surface and on the inner sphere of the insert. This secondary metal transfer was probably produced by rubbing metal parts and the ceramic insert probably after the primary fracture event. It does not provided any information about the cause of the fracture. In case of a symmetrical taper fit situation between the ceramic insert and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference in region g/h of the insert. On the taper of the provided fragments metal transfer can be circumferential lines. Due to the fact, that a plasmacup metal cup was used and the metal patterns of this metal cup should appear like small dots, this metal transfer indicates at least a partial rotation of the insert in the metal cup in seated position. However, it cannot be ascertained, whether this metal transfer occurred prior to or after the primary fracture event. Fracture surface: the fragments have been rubbed against each other in the time between the primary fracture event and the delivery of the fragments to ceramtec. Due to this mechanism secondary chips-offs occurred on the fracture surfaces. Therefore information probably got lost which might have been helpful in the failure analysis. Due to that fact and missing fragments the fracture origin cannot be found. The appearance of the metal transfer on the inner sphere of the reconstructed inserts, led to the assumption that the insert fractured due to a point load caused by direct contact with the stem taper after the fracture of the ball head. No further complaints registered against the same lot number (51898404). The failure is most probably usage related. A CAPA is not necessary.

Event description:
It was reported by the healthcare professional to the company sales representative "according to the provided information, the ceramic components broke approximately 5 years post operatively. Leading material: nk651d, biolox delta prosth.head 12/14 36mm m, 51898404. Involved components: nh110d, sc/msc biolox delta ins.36mm 60/62 sym., 51445439, nk116t, bicontact h plasmapore 12/14 size 16mm, 51872777, nh062t, plasmacup sc size 62mm, 51641722.